Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The manufacturer previously reported information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. During the evaluation of the device at third-party service center, a "service required" code was found in the ventilator's downloaded error log. The device's system board was replaced to address the issue. Also, the machine flow sensor was found to be contaminated and was replaced. Additionally, the muffler assembly, blower bellows, flow o2 tubing, fio2 tubing, system board tubing and blower chassis tubing were also replaced, which was not related to the malfunction/issue.